Event description:
It was reported that pump experienced malfunction alarm labeled malf 0, with no notable events occurring beforehand and with pump not turning back on after caller attempted to reset it by shutting it off. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support on how to reset pump, was advised that pump could continue to be used, and was told to call back if malfunction alarm recurred, which caller acknowledged and understood.